Event description:
It was reported that a low battery power alert became frozen on the pump screen and the customer was unable to clear the alert. The customer disconnected from the pump and called tandem technical support two hours later. During troubleshooting with tandem technical support, the alert was cleared. The customer's blood glucose level was reported to be 236 mg/dl.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.